Event description:
It was reported that the patient experienced diaphragmatic stimuilation, and the lead had decreased impedances and increased thresholds. The patient had been doing some heavy lifting the week prior to these changes. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.